Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump would not power on. The patient replaced the battery to no avail. There was no damage or corrosion seen to the battery compartment or battery cap. The patient noted he had not replaced the battery cap in more than twelve months. The manufacturer recommends the battery cap be replaced every six months. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.